Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient was not showing in the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device in this incident, it was determined that patient was not showing in pyxis. A technical support specialist (tss) attached knowledge article "patient discharged in error / how to re-admit patient / cancel discharge (a013) didn't work" to the customer for reversing discharge settings. Customer confirmed issue got resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient was not showing in the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.